Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the intensive care unit (ICU) after implant, a head computed tomography (CT) was performed and possible infarcts were reported. The patient appeared to have some neurological symptoms. On (B)(6) 2022, the patient passed away.

Event description:
A computed tomography (CT) scan on (B)(6) 2022 found expected evolutional changes of previously identified multiple, bilateral supratentorial and cerebellar embolic infarcts that were hemodynamic or embolic in nature. There was no hemorrhagic transformation. The patient did not wake up post implant. The patient's death was not thought to be device related. The left ventricular assist device (lvad) operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.